Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to sense was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Analysis performed, including sensing test performed at most sensitive and nominal settings indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor (icm) exhibited a loss of sensing. The icm was explanted and replaced. The patient was in stable condition.